Manufacturer narrative:
Isi has not received the blue stapler 45 reloads or the a endowrist stapler 45 instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. In addition, the root cause of the reported bleeding is unknown. A follow-up MDR will be submitted if the reloads and instrument are returned (post failure analysis evaluation) or if additional information is received. Isi's clinical engineering team reviewed the procedure video that was received and obtained the following additional information: the video shows minor arterial bleed from a staple line. The video does not show the stapler firing that created the staple line and as such it cannot be confirmed that it was a da vinci stapler used nor any possible root causes for the bleeding. However, minor bleeding from a staple line is expected and is an acceptable outcome, and may be controlled using other surgical techniques. Per the si stapler 45 user manual addendum, instructions for clamp and fire: "under endoscopic vision, gently remove the jaws from tissue. Check the site for approximation and hemostasis. Minor bleeding can be controlled using electro cautery." Isi has reviewed the site's system logs with a procedure date of "(B)(6) 201" and no system errors related to the stapler 45 instrument were found to have occurred during the surgical procedure. The system logs confirmed that there were no partial fires, unclamp failures, homing failures, and incomplete clamps. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the patient experienced minor bleeding. The surgeon reportedly used "bi-polar" energy to control the bleeding. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted radical cystectomy procedure, the staple line was leaking. As a result, the surgeon had to use an unspecified bi-polar energy to control the bleeding. Intuitive surgical inc. (Isi) contacted the site and obtained the following information regarding the reported event: during the robotic procedure, the endowrist stapler 45 instrument was used to seal an unspecified vessel. The patient experienced bleeding and was quantified approximately as 100 ml. It was confirmed that there was no tissue bunching or tissue tension. The surgical procedure was completed with no other intra-operative complications reported. It was confirmed with the site that no malfunction of the da vinci surgical system, instruments or accessories occurred during the surgical procedure and the site does not know what caused or contributed to the bleeding sustained by the patient. A system log review identified the stapler 45 instrument involved in this reported event has been used in subsequent procedures. However, at this time, the root cause of the intra-operative complication is unknown.